Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement (avr) procedure. During implantation, the leaflet detached. The device was removed and a new 21mm sjm regent heart valve w/ flex cuff was used as an alternative device. The patient was reported stable.